Event description:
A customer experienced a high blood glucose event. The specific blood glucose value was unknown, but it was reported as "high" on both the cgm and blood glucose meter. Cause was not known. Due to the elevated glucose level, the customer required assistance from their daughter in administering a correction injection, as they were incapacitated and vomiting, to address the bg. No further assistance was required, and the customer declined a supplies or system check.